Event description:
Physician reported " implant rupture and capsular contracture - baker grade ii". Device has been explanted. This relates to the right side

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Physician reported " implant rupture and capsular contracture - baker grade ii". Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.